Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was observed during a follow-up visit. Noise was not reproduced in clinic. The device was reprogrammed.